Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing records could not be conducted without a lot number.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a smart flex 7x150 vas 120cm stent only deployed only at 50%. The physician had to remove the stent and use another stent to finalize the procedure. No patient injury was reported. The product was clinically used and will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
A smart flex 7 mm x 150 cm vas 120 cm stent only deployed only at 50% (fifty percent). The physician had to remove the stent and use another stent to finalize the procedure. No patient injury was reported. Additional information has been requested. No lot number was provided therefore a device history record (DHR) review could not be generated. The complaint reported by the customer ¿stent delivery system (sds)-ses-deployment difficulty ¿ partial deployment¿ was not confirmed due to the product not being returned for analysis. Based on the limited information available for review, procedural factors may have contributed to the events as evidenced by the partially deployed stent. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the instructions for use (IFU) were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment jumping while the locking pin is still in. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
As reported, a smart flex 7x150 vas 120cm stent only deployed only at 50%.  The physician had to remove the stent and use another stent to finalize the procedure.  No patient injury was reported. The product was clinically used and will be returned for analysis.  No additional information is available.